Manufacturer narrative:
The site declined to provide patient information, per (B)(4) privacy laws. (B)(4) 2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the surgeon observed that four screws were misplaced. The surgeon placed lateral mass screws and the procedure was completed. The doctor commented that the reference frame may have moved. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.